Manufacturer narrative:
(B)(4). This complaint for burnt odor was confirmed during the device evaluation, and the root cause was determined to be a burnt accomp pcb. The device did not meet baxter specifications upon arrival. The actual device was evaluated and all functional tests were performed as per baxter's procedures. The reported condition of burnt odor was confirmed. Additionally, there was a burnt smell when device was opened and there was no backlight. The assignable cause of the reported condition was determined to be burnt accomp pcb. Appropriate action was taken to correct reported condition by replacing accomp pcb. No further action is required at this time as the device was serviced according to required procedures and the device passed all tests as per baxter procedures.

Event description:
A customer reported to baxter (B)(4) that there was a "strange smell" coming from their homechoice (hc) machine, while in dwell, and had a system error 2046 (a fail safe shutdown alarm). The technical service representative (tsr) arranged for a swap of the machine. There was patient involvement, but no patient injury or medical intervention indicated with this report. During a follow-up with the home patient (hp) they confirmed that the "strange smell" was a "hot, plastickey, burnt smell". The hp confirmed the hc was swapped and they are ok.

Manufacturer narrative:
(B)(4). This complaint for a report of a 'strange smell' coming from the homechoice (hc) machine was confirmed for a 'hot, plastickey, burnt smell'. The root cause was determined to be a hardware problem (burnt accomp pcb). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.